Event description:
During in clinic follow up, high pacing impedance and loss of capture were observed on the right ventricular (rv) lead. Damage was suspected, but not confirmed. The rv lead was capped and replaced to resolve this event. The patient was stable.